Event description:
It was reported that the lesion was a 99% subtotal occlusion located in the obtuse marginal. The lesion was pre-dilated and the 2.25 x 12 mm promus stent was advanced. However, it failed to cross the lesion. Slight resistance with the guide catheter was noted during retraction of the device. It was reported that retraction was not as smooth as usual, but it did not become stuck. Upon removal of the device, the proximal end of the stent was noted to be damaged. The case was completed successfully with another stent. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device was reportedly discarded at the site and will not be returned for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The lesion was located in a 99% subtotal occlusion, which likely contributed to the reported difficulties. There was no damage noted to the sds or stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the sds interacted with the lesion during the attempt to cross the lesion resulting in the stent becoming damaged, contributing to the difficulty removing the sds through the guiding catheter during retraction as the damaged stent interacted with the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the sds is inspected at multiple steps in the process for damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage or difficult to remove for this lot. There is no indication of a product quality deficiency.